Manufacturer narrative:
The reagent lot and expiration date were not provided. The customer performed liquid flow cleanings and measuring cell preparations. The field service engineer replaced the measuring cells and pinch valves. Afterward, qc was acceptable and no alarms occurred. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable hcg beta results from the cobas e 801 analytical unit. One example was provided of an initial result of 97 miu/ml and a repeat result of >10000 miu/ml. The repeat result was believed correct.